Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that volume discrepancy occurred. No further complications were reported. Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the initial reporter of this event was the hcp. On (B)(6) 2018. Expected volume was 3.7 ml and actual volume was 0.5 ml. On (B)(6) 2018, expected volume was 6.5 ml and actual volume was 2.3 ml. The notified date was (B)(6) 2018 . The cause of volume discrepancy was unknown. Refill was done on (B)(6) 2018 and the rep would be at next refill to read logs as well. The issue was resolved thus far. No further complications were reported.